Manufacturer narrative:
Product analysis #702842160: analysis information: 2018-12-13 17:39:24, cst pli# 10, product ID#: 8637-20. Analysis of the pump (sn; (B)(4)) found motor train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis also identified overinfusion - undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the pump was returned by an healthcare professional (hcp) with no allegations made. The device was analyzed and non -conformances were identified. No patient symptoms reported. The pump was used to deliver baclofen (2,000 mcg/ml, 539.0 mcg/day) for intractable spasticity and movement disorders.